Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was frozen. A technical support specialist (tss) uninstalled the existing lumidigm device service through the programs and features control panel and verified any unsupported version prompt to allow the uninstallation to complete. The tss installed the updated driver package by transferring the update to the station, extracting the files, running the installation script with administrator privileges, and confirming successful completion despite any unsupported version prompts. The tss verified that the bio ID sensor was detected in device manager and confirmed that the latest drivers were in use. The tss then ensured that the lumidigm device service was installed and running by validating its status in the windows services console and received no response and closed the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es powered off on its own and rebooted, and the biometric identifier repeatedly froze. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.